Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 36 mg/dl. Customer declined to troubleshooting for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated for the low blood glucose with food. The customer was using auto mode feature at the time of reported low blood glucose event. The insulin pump will not be returned for analysis.